Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling surgical procedure on unknown date and the mesh was implanted. The patient experienced mesh transecting urethra and vaginal exposure and underwent a surgery to remove mesh from urethra along with urethral reconstruction. The device was partially removed. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 02/062020. Additional information was requested, and the following was obtained: doctor will not share any of the additional requested information. The patient demographic info: age, weight, bmi at the time of index procedure date and initial approach for the initial surgical procedure? Were there any intra-operative complications? Other relevant patient history/concomitant medications/ concurrent procedures? Mesh product code and lot number? When was the mesh transecting urethra and vaginal exposure first noted by a physician? Diagnostic confirmation of urethral erosion and vaginal mesh exposure? Date and surgical findings of partial mesh removal from urethra? Date and details of medical/surgical intervention for vaginal exposure? What is physician¿s opinion as to the etiology of or contributing factors to these events (mesh transecting urethra and vaginal exposure)? What is the patient's current status?